Manufacturer narrative:
An analysis was performed on the returned device. The material separation, failure to cycle, and difficult to open or close were confirmed. The difficult activation is related to case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely a deflection occurred causing a needle to miss and a strike to the foot creating the plunger difficulty and likely also inducing the material separation of the foot. The plunger was not fully removed which probably contributed to the foot plate not closing all the way. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two prostyle after a percutaneous coronary stenting procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed for the first device. It was difficult to push in the plunger, and the needles did not connect with the cuffs for the second prostyle. After plunger removal, the footplate would not close all the way. The device was removed. The posterior foot was noted to be broke off. Manual compression was used to achieve hemostasis. The patient stayed overnight. The following day, computed tomography scans were performed. The results shows no evidence of the detached foot or any flow issue in arteries and veins. No additional information was provided.